Event description:
Country of complaint: (B)(6). The thread in the cassette is breaking.

Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: cassettes received: 1 opened. There are no previous complaint received for this code batch. There are no units in OEM stock. Received open cassette with the date of cassette's opening not written. Date of cassette's opening must be written as it is indicated on instructions for use. Tested the knot pull tensile strength of the cassette received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements.